Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 years post initial left tsa, the 83 y/o female patient's left shoulder was revised due to dislocation and instability. Patient had in place a 36 mm glenosphere with a +0mm tray and +2.5 poly. Patient was revised to a 42mm +4mm lateralized glenosphere and a +10mm tray with a +2.5mm constrained poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following. Sales rep was unable to obtain images or x-rays. The devices are not available for evaluation due to hospital does not release implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.